Manufacturer narrative:
(B)(6). Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: how much bleeding occurred? 400cm. Was blood products given to the patient? No. How much time was the procedure increased? Two hours. Was the intra-op or post-op care changed due to the increased or time? No. Intra-operative video received. Based on the movement of tissue in the jaws of the device, tissue plowing can be confirmed this event might have been a prior firing crotch staple, clip, and/or tissue thickness being a challenge for the staple cartridge or crossing of existing staple lines at an angle conducive to trapping the knife in a cross hatch of staples. In these cases the knife was unable to cut at the same rate that staples were being deployed (knife advancement), hence the tissue gets pushed/plowed forward bunching up staples and not cutting properly. When tissue starts to move within the jaws, the tissue and staples log jam until the forces get great enough to break loose, pushing the mass forward as the unstapled tissue gets pushed out distally toward the end of the jaws uncut. Sometimes the knife can start to tear through instead of cutting the tissue. Proper device cleaning between firings is important in preventing staples from previous firings possibly getting picked up by the knife on the subsequent firing creating jamming and/or a cutting issue. Refer to the IFU for cleaning details. Crossing an existing staple line can potentially create a cross hatch of staples trapping the knife causing the tissue to plow forward and staple to bunch up. When crossing an existing staple line, the angle that the knife crosses should be as close to coincident with the gap between the staples and staple rows as possible. Best results are often achieved between 30 and 60 degrees. The surgeon states in the video that he cannot return the knife before completing the firing stroke. This statement is inaccurate as the knife can be returned from any point in its forward travel. Conclusion: based on the video evidence, the belief is that the complication was probably one or an interaction of some combination of the following factors: tissue thickness to cartridge mismatch, a migrant staple or clip picked up by the knife, or crossing of an existing staple line.

Event description:
It was reported that during a sleeve gastrectomy procedure, the powered device didn't fire the staples, only the knife moved so it was cutting without stapling. There was a lot of bleeding. They had to use the manual override to open the jaws. There was an increased time in the procedure. Another like device was used to complete the procedure.